Manufacturer narrative:
Section h6 codes were updated. Manufacturer reference #:(B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +22.0d) was explanted due to patient dissatisfaction with distance vision and an intraocular lens (+23.0d) from a different manufacturer implanted as a replacement. Rxsight's first awareness of this event was on 06/05/2024.